Event description:
It was reported that during the lead revision procedure the atrial lead was found to be dislodged. The lead was repositioned. The patient was reported to have twiddler¿s syndrome which led to dislodgement. The patient was in a stable condition before, during and after the procedure.